Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. Medical records were received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. Medical records were received and reviewed. The patient reported decreased visual acuity and blurry vision at two weeks postoperative. At the two and one half month postoperative visit, the patient reported he was disappointed with his depth perception and was seeing shadows. At this visit, the surgeon's diagnosis was anisometropia, as the fellow eye is phakic with a cataract. Additional information has been requested.